Event description:
The reporter noted: "during l4-s1 fusion surgery, the malibu screwdriver tip broke inside the screw that was being inserted at s1. The surgeon tried to remove the broken piece with a sucker tip, but was unsuccessful. The broken screwdriver was reattached to the screw that housed the broken screwdriver tip and the screw was explanted from the patient and replaced with another screw. The surgery was delayed approximately five minutes. There was no harm to the patient."

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.